Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) showed a minute ventilation (mv) chop during atrial tachycardia responses. The right atrial (ra) lead was evaluated. The physician pushed on the header and the mv chop was reproduced. The impedance also went up. He could not make it happen again. The ra lead is a competitive lead. The physician opted to continue monitoring. Some features were reprogrammed an the field representative mentioned the possibility of using a new device with enhanced header design. The device remains in service at this point. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).